Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a small crack was observed in the bend relief adjacent to the metal connector, repaired with white tape. Pump stoppage events were confirmed through the review of the submitted log files. Based on experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log file contained data from 25jun2020 through 13jul2020. The log file captured pump stoppage events beginning on (B)(6) 2020 at 11:08:32 which continued to occur sporadically throughout the remainder of the log file. The pump stoppage events occurred while the system was supported by the power module and appear to resolve when the patient switches to battery power. The patient underwent an external driveline repair on (B)(6) 2020. An additional log file was submitted after the repair which did not capture any atypical events post-driveline repair. Approximately 15.0¿ of driveline, serial number: (B)(6), was returned. The proximal 7.5¿ was returned with the silicone jacket removed and the proximal 3.0¿ was returned with the clear bionate layer and metal braided shield also removed or pushed back. An additional segment of the silicone jacket was returned measuring approximately 9.5¿ in length and an additional segment of the bionate layer was returned measuring approximately 4.0¿ in length. White tape was wrapped around the distal end of the bend relief. The metal connector pins and alignment indicator appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layer was unremarkable. Minor breakdown of the metal braided shield was observed approximately 2.5¿-3.5¿ from the metal connector. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline which exposed the metal conductors. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient ultimately underwent a transplant on (B)(6) 2020. Multiple attempts were made to obtain additional information from the account regarding the device¿s disposition; however, no additional information was provided. As of the date of this report, heartmate ii lvas, serial number: (B)(6), has not been returned for evaluation. This file will be closed accordingly. The relevant sections of the device history records for (B)(6) and the percutaneous lead, serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. This section also provides information on driveline care and cleaning. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file were submitted and the data showed 25 motor stops, 23 low speed operations, and 44 low flow hazards with speed drops as low as 0 rpm's (rotations per minute). This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad was connected to the power module. The percutaneous lead repair was performed on (B)(6) 2020. Log files were submitted after the repair and the data was normal.